Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 88 mg/dl. The customer was advised that the reason it is not allowing her to rewind insulin pump is that the dual bolus is running. The customer was able to get to rewind screen because the dual bolus is done running.